Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the 2.75 x 33 mm xience prime stent delivery system noted blood in the guide wire lumen and contrast in the inflation lumen and in the balloon. It was confirmed that a piece of plastic type material was entwined in the distal struts on the fourth row on the stent implant. The stent delivery system and teflon pads, which were returned with the device, were sent to the chemical lab for analysis. The chemical analysis report revealed that the material of all sample scans (plastic material, fibers and teflon pad) resemble each other. The fiber pulled from the stent resembles a type of polyester. The origin of the fiber remains unknown. The plastic piece pulled from the stent resembles the plastic pulled from the cleaning pad visually and by fourier transform infrared spectoscopy. Both sample scans also resemble a type of polyester. Polyester is used in bunny suits, cotton swabs and knit wipes, all of which can be found in the catheter lab. In this case, it is likely that the stent was wiped during preparation or after the procedure. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional stenting procedure in the mid right coronary artery, the xience prime 2.75 x 33 mm stent did not cross the lesion. The device was removed from the patient anatomy without resistance. After removal, it was noted that there was a piece of plastic material on a stent strut consistent with the type of material the site used to wipe the devices. The site uses a teflon pad to wipe the catheter shaft of the device. When asked if the device was wiped prior to insertion or after it was removed from the patient, the site was unable to verify. The procedure was completed with another xience product. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.